Manufacturer narrative:
A ge svc rep performed an on site investigation. All video boards were reseated. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed images that rolled and flickered. No report of pt injury.